Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where patients were not discharged from pyxis. A technical support specialist (tss) dialed into the server and ran a patient location query, which showed that the location end time was null. The tss consulted with an es agent, who advised running a carefusion coordination engine (cce) message query, which showed 17 messages available for processing. The tss recommended restarting the external inbound processors, data sync services, and job scheduler services. An email was sent to customer requesting re-initiation of the patient discharge via admission, discharge and transfer (adt) and confirmation on whether the discharged patient had appeared in the system. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server some patients were not being discharged from the system despite being discharged on active directory. The customer noted that certain patients, including some discharged as far back as january, were still appearing on pyxis. Additionally, the user was unable to manually discharge the patients, as the option was not available to them. However, there were no delays or adverse events or injuries reported based on this event.